Event description:
A mild adverse event was reported that during a vt idiopathic ablation procedure. While removing the catheter, the physician was uncertain if the device was in a deflected or straight position. After having difficulty, fluoroscopy was used and showed the catheter distal tip in a tight "u" shape. The catheter could not be deflected and appeared that the puller wire had broken. The physician was able to remove the catheter. An angiogram was per taken, the right femoral and iliac artery showed a dissection. It was noted that the patient had stenosis and tortuousity in both arteries. A vascular surgeon was consulted and stated that the area would heal on its on without intervention. The patient remained in the facility overnight. Patient prognosis was excellent. According to the physician, patient should have no long term effects. Patient had fully recovered.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4). Cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4). (B)(4). Customer reported that when removing the catheter, it was uncertain if the device was deflected or straight, and broken puller wires. Catheter was tested and passed the following tests: patency flow test, cool flow pump, electrical, temperature and generator tests but failed the visual and deflection tests due to tip section bent, scratches and f-curve failed to move when was turned to deflected position, j curve is within specifications. F-curve puller wire is missing out of the crimped t-bar ferrule. Puller wire appears to have broken off at the last crimp of the ferrule. There is evidence of excessive force used on the catheter tip. The braided catheter tip was bent and pinched, and the puller wire was found bent and broken at the damaged area. Complaint condition was confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.